Manufacturer narrative:
The customer was sent a replacement power supply. In follow up with the customer she stated that the power supply had so many cracks that when she went to unplug it after use it fell completely apart exposing inner electronics. The customer stated that she did not witness smoke, fire, or flame and did not incur any injuries as a result of the issue. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. However the customer stated it fell apart exposing inner electronics. Which is a safety risk. Should the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated ((B)(4)) in order to determine root cause and will continue to be monitored.

Event description:
The customer reported to customer service that when she unplugged her power supply it fell apart.